Manufacturer narrative:
The customer informed siemens that additional patient information and system files are not available. The customer informs that there is no malfunction with the immulite 2000 xpi system and that all maintenance is performed. The customer has stated that the low bias can be explained by the restandardization of the ifg-1 assay and their mistake of not informing the physician(s) about the immulite 2000 igf-I restandardization (customer bulletin # (B)(4), rev. A, 2016-05) and the expected decrease in patient results. The cause of the event is use error. Separate mdrs were filed for the ifg-1 kit lots 109, 110, 111, 114, 116, 117, 119, 120, 121, 123. The following mdrs are associated to this customer and event: 2432235-2018-00116, 2432235-2018-00118, 2432235-2018-00119, 2432235-2018-00120, 2432235-2018-00121, 2432235-2018-00122, 2432235-2018-00123, 2432235-2018-00124, 2432235-2018-00125, 2432235-2018-00126.

Event description:
The customer informed siemens that patient samples were run daily for insulin-like growth factor-1 (igf-1) on an immulite 2000 xpi instrument and a non-siemens instrument. Both results were reported to the physician(s), who questioned the discordant immulite 2000 xpi results. The physician(s) observed that lower results were obtained on the immulite 2000 xpi instrument when compared to the non-siemens method. There are no known reports of patient intervention or adverse health consequences due to the difference in igf-1 patient results.